Event description:
A healthcare professional reported that during an endovascular embolization procedure, difficulty was encountered while attempting to advance a 4.5 × 28 mm enterprise vascular reconstruction device (product code enc452812, lot 9584139) through the microcatheter. The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the system; however, the stent was observed to have prematurely detached from the delivery wire within the y connector. The physician removed the y connector and successfully retrieved the detached stent without incident. A replacement stent was introduced, and the procedure was completed without delay or reported patient injury. Visual inspection identified that the distal tip of the stent delivery wire was kinked/bent. The microcatheter used during the event was a prowler select plus 150/5cm (product code 606s255x). The microcatheter was not replaced during the procedure and was reported not to have kinked or bent. Additional details provided on 02 feb 2026 indicated the following: a guidewire was used in the microcatheter prior to enterprise device introduction. The device was flushed during the procedure. The physician was able to torque the system. No foreign material or obstruction was observed inside the device. No excessive force was reported during device manipulation. No procedural delay occurred, and the patient experienced no harm.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, difficulty was encountered while attempting to advance a 4.5 × 28 mm enterprise vascular reconstruction device (product code enc452812, lot 9584139) through the microcatheter. The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the system; however, the stent was observed to have prematurely detached from the delivery wire within the y connector. The physician removed the y connector and successfully retrieved the detached stent without incident. A replacement stent was introduced, and the procedure was completed without delay or reported patient injury. Visual inspection identified that the distal tip of the stent delivery wire was kinked/bent. The microcatheter used during the event was a prowler select plus 150/5cm (product code 606s255x). The microcatheter was not replaced during the procedure and was reported not to have kinked or bent. Additional details provided on 02 feb 2026 indicated the following: a guidewire was used in the microcatheter prior to enterprise device introduction. The device was flushed during the procedure. The physician was able to torque the system. No foreign material or obstruction was observed inside the device. No excessive force was reported during device manipulation. No procedural delay occurred, and the patient experienced no harm. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5 × 28 mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. The proximal coil of the delivery wire was found kinked. No additional damage was found. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent prevented functional testing for the impeded condition reported, the customer complaint is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damage found in the delivery wire and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.